Manufacturer narrative:
(B)(4).3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the device asked for a pairing request during session. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.